Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0010460482 was returned and analyzed. Visual inspection of the sheath showed the shaft is kinked at two locations (at the strain relief distal and at 2 inches from the tip). Deflection functionality of the sheath was within specification. The tip of the sheath was atraumatic and the inner diameter measurement of 0.157 inches was within specification (should be 0.158 +0.002/-0.001 inches). A balloon test catheter, under vacuum and with push button in the forward position, was threaded into the sheath and resistance was observed when the catheter reached the first kink at the strain relief. The kink distal (2 inches from the tip) prevented smooth steerability. X-ray imaging showed deformed breaded wires restricting the insertion. Both the sheath distal tip and dilator tip were intact, no fracture, breakage, or kink were noticed. The outside diameter measurement of the dilator was 0.153 inches and was within specification (should be 0.154 +/- 0.001 inches). The dilator was threaded into the sheath and resistance was observed when the dilator reached the first kink at the strain relief. Dissection and pressure of the sideport did not show any obstruction or leak. In conclusion, the sheath failed the performance test due to shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The sheath subsequently tested out of specification per the manufacturers investigation.